Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the handle housing was damaged. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. Visual inspection noted the handle housing was damaged. Additionally, damage to the organic light-emitting diode (oled) screen and infrared (ir) shield was noted. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found the battery was vented, wet with electrolytic fluid. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. It was reported that the signia handle did not initialize. The reported issue was confirmed. The most likely cause was traced to component failure. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtron ic quality specifications. The evaluation detected unreported conditions of 'damaged housing,' 'broken oled screen,' and 'broken ir shield.' The product analysis noted evidence that the device was not used as intended. These issues can occur due to rough handling, such as the device being dropped. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life or lead to device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, the handle did not work at all and displayed no light functionality. A new handle was used to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the handle was opened up and one battery cell was found to be vented.